Event description:
It was reported that, during use, this swan ganz catheter displayed inaccurate values. During troubleshooting for no signal, this catheter was connected to a second monitor and was able to display cco and svo2, however the staff believed that readings were erroneous and did not fit the clinical picture of the patient. The physician performed a fick calculation and those values more accurately represented that patients clinical picture. There was no error message displayed. There was no treatment based on those values or allegation of patient injury.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.